Event description:
It was reported that during the surgical procedure, the shaft was heating up and a burning smell came from the monopolar curved scissors instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint of heating up and a burning smell came from the instrument, engineering observed that a hole was burnt through the instrument's main tube and part of the tube extension, indicating that arcing had occurred. A hairline crack was also found on the distal end of the main tube, which may have been caused by excessive side loading on the instrument. No other damage was found.